Event description:
Pressure infuser and warmer were set up with tubing, primed with 0.9 ns, and blood started. The bladder that goes into the warmer came open while in the warmer and leaked all over the inside of the warming unit. When the tubing was removed from the warmer, an opening (tear) was discovered in the bladder of the tubing part. This happened twice in one day with two separate devices. Devices were disposed of.